Event description:
It was reported that there is a false negative in lane 33 of allset gold a*23/24 high res item 54610d lot 002 1256850 when testing an a*23:05 sample. The same sample was tested with sequencing for a result of a*02:0101:01, a*23:05 and with luminex sso the same result was found with an ambiguity between a*23:05 and a*23:01:01. This may result in a mistype. A mistype may cause the user to unknowingly obtain a wrong typing result. If a user confirms the typing results via another method, they may need to do further analysis to determine which typing result is correct. This may cause a delay in treatment. Hla typing is one of many factors used to determine whether transplantation should occur. Other factors may include, but are not limited to, blood type, overall health status, pregnancies, or other transplants.

Manufacturer narrative:
Internal investigation of complaint (B)(4) for catalog #54160d, allset gold a*23/24 high res, lot #002 1256850 confirms a false negative in lane 33 with an allele that represents an a*23:05 in defined exon regions. Root cause was an incorrect assignment of the primer mix a23-20 as positive for this allele. Kit documentation for catalog# 54160d, allset gold a*23/24 high res will be updated to change reactivity of primer mix a23-20 from positive to negative. Impact to other kits which utilize primer mix a23-20 is under review.